Event description:
A bipap a40 device was returned to a third-party service center for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at third party service center a ventilator inoperative code was found in the device's error log relating to a pressure sensor communication error. The technician states that the user interface panel is damaged and the printed circuit assembly (pca) board needs to be replaced to resolve the error. Additionally, a non-reportable write flash error code was also found in the device's error log. No repairs were performed. The device was scrapped per the customer's request.